Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the drive support cap was sticking out. The customer's blood glucose was 4.3 mmol/l at the time of incident. The customer's blood glucose was 7 mmol/l at the time of call. The customer stated that they pushed in the drive support cap and received insulin accidentally. The customer's blood glucose dropped to 2.9 mmol/l after pushing the drive support cap back in. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, error, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with no vibration due to a broken vibrator wire. The pump was received with no tone due to a broken transducer wire on the interface board. The pump was received with a missing end cap sticker. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.